Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the external device displayed early replacement indicator. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.